Event description:
The patient was seated on the platform swing, swinging approximately 15 degrees when it fell. Apparently the nut slipped off the threaded rod in the ceiling. Felt the problem was due to the installation. Patient was taken to ER and required several sutures for laceration of scalpdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: mechanical problem. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.